Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown. Batch no: unknown. ¿ it was reported that the patient was allergic to chloraprep. ¿ verbatim: product: chloraprep (chlorhexidine gluconate, isopropanol). Day 0: (B)(6) 2021 ut receipt date: 31-aug-2021. Case description: this united states case is a solicited report received on 30 aug 2021 from a consumer from patient support program via (B)(6) pharmacy. This (B)(6) year old, 220 lb, female patient began therapy with remodulin (treprostinil sodium, concentration 1 mg/ml), on (B)(6) 2020 for primary pulmonary arterial hypertension. The current dose was reported 0.068 g/kg, continuous via intravenous (IV) route. On an unreported date, the patient experienced the event of allergic to chloraprep (dermatitis contact). Co-suspect medication included: chloraprep (chlorhexidine gluconate, isopropanol). Concomitant medications included: opsumit (macitentan), adempas (riociguat), and diltiazem. Relevant medical history included: primary pulmonary arterial hypertension. It was reported that the patient was allergic to chloraprep. Action taken with IV remodulin was not reported for the event of dermatitis contact. At the time of reporting, the outcome of dermatitis contact was unknown. The reporter did not provide causality for the event of dermatitis contact.